Event description:
Additional information was received indicating this device was not extracted due to infection. The device was later explanted due to routine change out. No adverse patient effects were reported.